Event description:
It has been reported to philips that the allura xper fd20 system did not turn on. The system was not in clinical use and no harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Fse analyse the system and found that the host-pc cannot connect to the flexvision-pc during the system startup. Fse replaced the flexvision-pc and checked the system. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.